Event description:
It was reported that the programmer powered down twice during interrogation. It was further reported that the back door hinges needed replacing. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer powered down while interrogating. Errors were found in the error log, the system fan was noted to be noisy, there were broken tabs on the power cord bay door and a chart recorder cable was damaged during repair. (B)(4).